Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a lacerated catheter was confirmed. The product returned for evaluation was 4 fr single lumen powerpicc catheter. An initial visual observation showed use residue on the returned sample, and an non-bd securement device was observed to be attached to the catheter tubing. This securement device was observed to be attached to a statlock securement device. The catheter was returned in two sections with the catheter tubing broken within the non-bd securement device, near the 5 cm depth marker. A microscopic observation revealed the catheter tubing was pinched and compressed with shape memory in the material within the non-bd securement device, just distal to the break site. The edges of the break were observed to be somewhat rough but mostly straight, and the fracture surfaces were observed to be mostly flat with a somewhat granular texture. The damage observed on the returned sample appears to have occurred during use, most-likely during the securement of the catheter. From the evidence observed on the returned sample, it appears that the catheter tubing was compressed within the non-bd securement device which resulted in a concentrated point of high stress and pressure, which ultimately caused the catheter to become pinched-off and break. H3 other text : device not returned for evaluation.

Event description:
It was reported that "PICC was inserted by vat and had only been in a few days. The nurse had just changed the dressing, the patient was moved from one bed area to a single room and the PICC catheter snapped during this transfer. The dressing was not dislodged or ripped off in any way, it was fully intact, the PICC was still in the statlock and it was lacerated in the box clamp."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that "PICC was inserted by vat and had only been in a few days. The nurse had just changed the dressing, the patient was moved from one bed area to a single room and the PICC catheter snapped during this transfer. The dressing was not dislodged or ripped off in any way, it was fully intact, the PICC was still in the statlock and it was lacerated in the box clamp."